Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and returned to boston scientific for analysis. Another boston scientific device was implanted without additional adverse incident.

Manufacturer narrative:
The returned pacemaker was inspected and analyzed upon receipt at our post market quality assurance laboratory. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Note, the high power consumption is the result of the ventricle pacing output being programmed to 6.0 volts at varying pulse widths and matches theoretical models of power consumption when programmed to such levels. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and returned to boston scientific for analysis is expected. Another boston scientific device was implanted without additional adverse incident.